Manufacturer narrative:
(B)(4). Batch # r5745d. Device evaluation: the analysis results that one sc60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by that during a laparoscopic unknown procedure, the cartridge could not be loaded into the jaw at the 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.